Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period(B)(6). 2019 through (B)(6). 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during a routine check prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen was out of calibration. The users needed to push a little off the targeted button. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The touchscreen was calibrated three time but all failed. To fix the issue, the fse replaced the touchscreen assembly, and the unit was tested again, and the calibration of the touchscreen was performed successfully. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was out of calibration. The users needed to push a little off the targeted button. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen was out of calibration. The users needed to push a little off the targeted button. There was no patient involvement, and no adverse event reported.